Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one jaw wire was damaged on the device, and no pieces appeared to be missing from the jaw wire. The evaluation found that the damage to the wire was consistent with contact with the sharp edge of a cannula. The damage was similar to that seen if the wire may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. It was reported that the jaws of the device were stuck to the tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working unexpectedly during use, the device was not cutting sufficiently, and a wire on the device was broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the patient. Inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team, or cause damage to the instrument. If damaged, do not use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ectopic pregnancy surgery, the device had a tissue sticking issue. It was also not cutting sufficiently, broke prior to use on a patient and had a seal partial issue. Despite all that, the surgeon continued the surgery with bipolar energy and the laparoscopic scissors. There was no regrasp alert nor end tone heard. There was also no evidence of any energy delivery. The picture attached showed that the wire has been broken. There was no patient injury.